Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of emerge balloon catheter. The balloon was loosely folded. Microscopic inspection revealed inner damage, with the inner flattened and stretched for 10mm in the balloon body. Microscopic inspection revealed a longitudinal burst 5 mm long in the balloon material. Microscopic inspection found no irregularities or defects with the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending (lad) artery. A 1.50mmx15mm emerge balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.